Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump screen had flashing display. The customer¿s blood glucose was 100 mg/dl. The customer was assisted with troubleshooting. Customer states the pump was neither dropped nor bumped. Customer stated that the blank screen on insulin pump and nothing was showing, went half white and then it was all solid white display. Customer did not report of insulin pump screen flashing when screen was turned on after being in sleep mode. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and self test. Insulin pump was tested with no missing segments/partial display noted. (B)(4).